Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of connector detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastrically to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the physician reported having a difficult time deploying the second flange. Additionally, had to unlock the release catheter and when cautery was removed, it destroyed the connector. The procedure was able to be completed by using the same device. There were no patient complications reported as a result of this event.